Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Refer to citrate draw volume guide attached. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Further clinical testing could not be conducted as no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to complete clinical testing for erroneous results. The complaint could not be confirmed for erroneous results-unknown analyte. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes fill higher than the mark. There was no report of patient impact.

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes fill higher than the mark. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.